Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Resubmitting MDR as a result of internal audit where ack3 could not be located. A u.s. Distributor contacted zoll to report that a patient was experiencing a rash underneath her electrodes. The patient reported red, itchy and raised skin. The patient was provided a cream by her pharmacist. Follow-up indicated that rash was improving with use of the cream.